Manufacturer narrative:
The cori drill attachment p/n (B)(4) (B)(6) used in treatment was returned. The reported problem was confirmed. The drill attachment arrived disassembled in pieces six pieces. The three bearings, spacer, shaft spacer and lock nut were all loose in a bag outside of the shaft of the drill attachment. Although the reported problem was visually confirmed, a functional evaluation was performed. The drill attachment was put back together and a drill test was run and passed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event was that the locking nut became loose and started to back out. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that the sterile processing department found the cori robotic drill attachment in separate pieces, it appears an inner part fell out (instead of the inner portion looking like an octagon, it looks cylindrical). No patient was involved. No other complications were reported.